Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced an unexplained severe low blood glucose event, with a nadir of 42 mg/dl, which was treated with oral carbohydrates including juice and crackers; the user received assistance at a clinician¿s office and reported the system has been working better since. Symptoms included hypoglycemia, though the user did not recall specific symptoms at the time. Outcomes included unexpected medical intervention, as medication in the form of oral glucose was required. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed no specific device findings and insufficient information to identify a device-related problem or affected component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.